Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units ECG waveform not showing properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the ECG waveform of the cs300 intra-aortic balloon pump (iabp) was not showing properly. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the issue was suspected to be with the front end board or ECG cable with socket. Then, in order to fix the issue, the fse replaced the front end board (0670-00-0068) and the unit was then working ok. The fse then checked all functions and all were working fine. The unit was then handed over to the customer in good working condition.